Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the garment and electrode belt cables. The patient was reportedly in the hospital for unrelated reasons at the time of the irritation. The hospital staff provided the patient with cream, which allowed the rash to improve.